Event description:
The customer reported that during use, the cuff deflated. A non-routine replacement of the tube was required. They checked the tube prior to use.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.